Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el414 was returned nonfunctional as the jaws were found to be in a yielded condition; therefore, the clips could not be loaded into the jaws. No functional testing could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. Possible causes for this condition may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, when staff attempted to use the device, they heard a popping sound and were unable to load a clip. The jaws appeared to be further apart than they should be. Another like device was used to complete the procedure. There were no adverse consequences for the patient.